Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 5 hours (27jun2025 from 05:21:09 ¿ 10:36:08 per time stamp). On (B)(6) 2025 at 05:36:02 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to 2v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis. Additional information provided stated that there was no loss of power to the facility, the ac power cord did not come loose from the back of the unit or wall, the unit had a v-lock connector, and the unit was exchanged. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was staying at a nursing home for the past month and was having some low voltage alarms and no external power alarms. The patient claimed the alarms were happening both when on batteries and their mobile power unit (mpu). There were no power surges at the facility and no other vad patient alarms went off at the time. The patient was asymptomatic and doing fine. The ac power cord was not unplugged from the mpu at the time of the alarms. A locking ac power cord was in use at the time. The voltage alarms occurred when the patient was on the mpu and batteries. Log files were sent for review. The log file captured no external power alarms and multiple other associated alarm types on (B)(6) 2025. The alarms were caused by power to the mpu being briefly interrupted. There was no interruption to pump support during the events. The patient presented to clinic on (B)(6) 2025 for repeated alarms while on mpu and batteries. The patient called with more low voltage hazard alarms and external power disconnect alarms while on the new mpu. The patient was brought to clinic to perform a system controller and mpu exchange. The connections appeared secured, no obvious signs of pin breakdown or movement, and no alarms while in clinic. The log files from the exchange did not reveal anything. The patient tolerated the procedure well and the alarms resolved at the time. The alarms resolved after a system controller exchanged and the stuck battery clip was removed from use.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number: corrected. E3 - occupation: corrected. G3 - PMA/510(k) #: corrected. H5 - labeled for single use: corrected. H8 - usage of device: corrected. . Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log files spanned approximately 14 hours (27jun2025 from 05:21:09 ¿ 10:36:08 and 02jul2025 from 04:08:50 ¿ 12:52:37 per time stamp). On 27jun2025 at 05:36:02 and 02jul2025 at 09:42:19 and 10:27:50 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored each time. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. No further information was provided. The manufacturer is closing the file on this event.